Manufacturer narrative:
All operating currents were within the specification and there was no unexpected low battery or off no power alarm. The unit functioned properly during the prime/compromised force sensor system, the excessive no delivery, and the displacement test. The unit did not have any excessive no delivery alarms. However, the reservoir did not lock in place properly due to a broken pump reservoir tube lip. The unit was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube window through the reservoir tube, cracked on the battery tube threads, a missing end cap sticker, missing the black o-ring/seal inside the reservoir tube, and stripped battery cap coin slot.

Event description:
The customer called to report that the batteries in the insulin pump had not been lasting long. The customer stated she had not been wearing the insulin pump for most of (B)(6) 2015 because she could not afford insulin. The customer recently started to use the insulin pump and was having the battery issues, no delivery alarms, difficulty removing the battery cap, and stated the top of the reservoir compartment was broken and the reservoir kept falling out of the compartment. The customer's blood glucose levels ranged between 150 and 200 mg/dl. The customer was unable to view the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the device and that their device would be replaced.